Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 167mg/dl at the time of the incident. The customer reported that she screwed the reservoir in and noticed a piece of the plastic is missing. The customer reported that the reservoir is unable to lock in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, broken reservoir tube lip, cracked case display window corner, missing end cap sticker, stained address number label, cracked belt clip slot, cracked case reservoir tube window corner and cracked reservoir tube window. The p-cap locks into the reservoir compartment properly noted.